Manufacturer narrative:
The product analysis result indicates that handpiece would not run motor seized could not do pre-temp test due to motor not running. The housing was disassembled and found the seals was worn, bearings and motor were corroded due to dried saline. The following parts were replaced seal, bearings housing, motor and cable. The handpiece was repaired cleaned, tested and passed to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that a handpiece got hot during pre check up. There was no patient involvement.